Manufacturer narrative:
Concomitant medical products: product ID: 4598-88 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma that required surgical intervention to drain the implantable cardioverter defibrillator (ICD) device pocket. The device was programmed off prior to surgery and programmed back on after surgery. The device remains in use. No further patient complications have been reported as a result of this event.